Manufacturer narrative:
Two used samples were received for evaluation for the complaint that not being connected to the infusion site at the time of the call, and the pump continued to alarm ¿line blocked.¿ the lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Received the infusion lines disconected from the infusion site hubs. The cannulas of each hub were observed to be bent. In attempts to replicate clinical use each connector was attached to a 100ml cassette filled with red dye provided by ICU medical and inserted into a cad solis pump. Each line was primed with 10 ml. No alarms or difficulties priming were observed. An infusion site hub was then attached to each line and primed another 10ml. No alarms or difficulties priming were observed. The complaint of blocked alarm could not be replicated; however it can be confirmed due to the pent cannulas. The probable cause of the bent cannulas is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes (pwd) reported not being connected to the infusion site at the time of the call, and the pump (not an ICU medical product) continued to alarm ¿line blocked.¿ the pwd stated that insulin appeared to be pooling at the luer-lock connector for the infusion site and cassette (not an ICU medical product). The luer-lock was confirmed to be fully connected. The pwd reported that when disconnecting at the luer-lock, insulin began to bubble out. The event occurred while in use with a patient and there was no patient injury.